Manufacturer narrative:
The pipeline embolization device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment, this pipeline flex embolization device (pfed) failed to open. The patient underwent a large aneurysm of ophthalmic artery segment of internal carotid artery, diameter 25mm, tumor neck 16mm, distal to the parent artery 3.56mm, proximal 4.39mm it was reported that after angiography, it was decided to use pfed combined with coils to treat. The patient¿s anatomy was severely tortuous. After microcatheter was in place the pfed was pushed and experienced large resistance. Continued to hardly push pfed to the expected location (m1 segment) and released ped but it couldn't have opened after the tip released about 7 mm. The physician waited for five minutes still pfed couldn't open. The physician plan to re-sheath the device but there was resistance felt and unable to re-sheath. The whole system had to be withdrawn from the patient. The procedure was discontinued. The patient will treat after observing a period of time and make specific treatment plan. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex delivery system stuck within the medtronic microcatheter. During evaluation, the pipeline flex was pushed out from the catheter lumen with difficulty. The distal and proximal ends of the pipeline flex braid were found fully opened with moderately frayed. The pushwire appeared to be bent at the proximal end. Based on the returned device analysis findings, we were not able to determine the cause of failure to open. It¿s possible that the ¿severe vessel tortuosity¿ may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex IFU (instructions for use): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device.¿ pipeline flex braid (fraying), proximal wire (bending) and hypotube (stretching); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the micro catheter against the resistance. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is enco untered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.